Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported dark/unreadable liquid crystal display (lcd) screen which was verified when the evaluator experienced a white screen at power up. Visual inspection found the lcd flex not connected properly and determined to be the cause. The flex was connected properly and the lcd functioned as designed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a dark/unreadable liquid crystal display screen. There was no patient involvement. No additional information is available.